Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a mahurkar dialysis catheter. The customer reports that the manhurkar pulls apart too easily. The customer also reports that one pt required a blood transfusion.